Event description:
It was reported that during a hospital visit, the health care professional (hcp) called technical services (ts) for remote consult review of this implantable cardioverter defibrillator (ICD) stored arrhythmia logbook. Upon review, the arrhythmia logbook showed multiple stored atrial tachy response (atr) and ventricular episodes. Further review of the episodes showed inappropriate shocks been delivered due to atrial fibrillation (af) with rapid ventricular response (rvr) rhythms. Ts also noted possible dual tachy rhythms with ventricular tachycardia (vt) as the ventricular rates increased. Ts advised the hcp to consult cardiology for further analysis of the rhythm, and programming and/or medication changes. No adverse patient effects were reported. The device remains in service.